Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 41 mg/dl at the time of the incident and blood glucose was 71 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. It was also stated that the pump is damaged. There were scratches on the screen which is making her hard to see as she is blind on her left eye. Customer will return the device for analysis.

Manufacturer narrative:
Device received with minor scratch on lcd display. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly on delivery noted. (B)(4).